Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es refrigerator was not opening and unable to recover the storage space. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator won't open and no option to recover the storage space. A field service engineer (fse) found remote manager was operational and no failure observed. The fse performed preventive maintenance by cleaning the microswitches and applying carbon grease to the connections to resolve. The latch was tested several times in medication application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es refrigerator was not opening and unable to recover the storage space. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.